Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket would not open to release the stone. The handle was disassembled in order to open the basket and release the stone. The procedure was completed with another zero tip basket. There were no serious injuries nor adverse patient effects as a result of this event. The patient was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket would not open to release the stone. The handle was disassembled in order to open the basket and release the stone. The procedure was completed with another zero tip basket. There were no serious injuries nor adverse patient effects as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(4). Visual analysis found the zero tip device was returned completely disassembled. The components returned do not have any visual damage. The basket-wire assembly was not returned for analysis, therefore it could not be inspected in order to verify if there was any visual/functional issue that could have contributed with the complaint; consequently, confirming the reported complaint. As per complaint information the customer disassembled the device, therefore it is not considered as an issue of the device. Since the device returned completely disassembled, the customer allegation could no be visually/functionally verified and the components returned did not present any visual damage. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.